Manufacturer narrative:
The patient samples were received for investigation. The customer's results were able to be confirmed. The investigation did not identify a product problem. The root cause of the event was found to be consistent with an unknown high-molecular substance in the patient samples. Per product labeling, "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results."

Event description:
There was an allegation of questionable tpuc3 total protein urine/csf gen.3 results for 4 patient cerebrospinal fluid samples on a cobas 8000 cobas c 502 module. The customer alleged that the total protein results were not plausible and did not match with other result findings as the total protein concentration was lower than the albumin measurement. On (B)(6) 2024, sample 1 had a tpuc3 result of 652.1 mg/l. The albumin result was 814 mg/dl. The sample was also tested on a siemens advia analyzer. The total protein result was 1282 mg/l and the albumin result was 814 mg/dl. On (B)(6) 2024, sample 1 was tested again and the tpuc3 result was 798 mg/l and the albumin result was 921 mg/l. On (B)(6) 2024, sample 2 had a tpuc3 result of 257.0 mg/l. The albumin result was 333.0 mg/dl. On (B)(6) 2024, sample 3 had a tpuc3 result of 279.7 mg/l. The albumin result was 361.0 mg/dl. On (B)(6) 2024, sample 4 had a tpuc3 result of 403.4 mg/l. The albumin result was 529.0 mg/dl.

Manufacturer narrative:
The analyzer serial number is (B)(6) . The patient samples were requested for investigation. The investigation is ongoing.